Manufacturer narrative:
Evaluation summary: product history and batch records were reviewed and documentation indicated the product met release criteria. The product has not been returned for investigation; therefore, the root cause has not been identified. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional info by phone and fax. A completed questionnaire was received. (B)(4).

Event description:
A surgeon reported that after an intraocular lens (iol) was implanted the patient had photophobia, halos and difficulty driving at night. The lens was exchanged one year after it was initially implanted. In a f/u, the surgeon reported that the event resolved after the exchange procedure.